Manufacturer narrative:
The tech replaced both motor control board and the logic power control board to resolve the issue.

Event description:
The account alleged the head of the bed moves on its own. No pt impact.